Event description:
It was reported to philips that during a cardiac procedure, the allura xper fd20 system's c-arm could not be moved and the table could not be moved up or down.while the procedure was suspended, the patient's vital signs remained stable. Philips has started an investigation of this complaint. A follow up report will be submitted when additional information is received.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The vascular interventional treatment procedure was aborted. The customer did not provide further information regarding the treatment of the patient. The customer asked a third-party company to evaluate and repair the system as the system is out of warranty. The third-party field service engineer (fse) reloaded the geo ipc software, and the system was functional. The customer did not require philips service and therefore no further information regarding the root cause and performed tests are available. After the reloading of the geo-ipc software by the third-party fse, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The vascular interventional treatment procedure was aborted. The customer did not provide further information regarding the treatment of the patient. The customer asked a third-party company to evaluate and repair the system as the system is out of warranty. The third-party field service engineer (fse) reloaded the geo ipc software, and the system was functional. The customer did not require philips service and therefore no further information regarding the root cause and performed tests are available. After the reloading of the geo-ipc software by the third-party fse, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected. The reporting address line 1 and the reporting address city have been updated.